Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg is nearing end of life/ received the elective replacement indicator (eri). It is unknown if this occurred prematurely. As a result, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
A patient¿s ipg nearing end of life was reported to abbott. As a result, the patient¿s ipg was explanted and replaced to reestablish effective therapy. The device was not returned for analysis; however, logs and session reports were assessed and based on program usage settings, the battery is at normal end of life. Based on the information received, the cause of the reported incident is consistent with the battery reaching normal end of life. Corrected data: per the analysis conclusion, the ipg reached normal end of life. As such, this device/event no longer meets the reportability criteria.